Event description:
It was reported by the rep that the (1) tsb45 was used during a thorascopic wedge resection. The surgeon placed the device on the lung tissue and fired. When the instrument was released; it was observed that the staples did not form correctly. There was bleeding through the transected tissue. The instrument was fired two more times with the same result. The case was completed with an endo gia 35. There was no consequence to the patient.